Manufacturer narrative:
(B)(4). One (1) sample from an unknown lot number was provided for evaluation. Only the introducer was provided. During visual analysis it was noticed that the introducer is broken in half. Device history record review could not be performed since a lot number was not provided for evaluation. No adverse trend has been detected for the reported failure mode. Most probable root cause could not be determined since no issues were found during the applicable manufacturing, packaging and inspection processes that can relate personnel, material or method with the reported failure. No action has been proposed since no issues were found during evaluation. This failure mode will be entered into the complaint tracking system and tracked and trended for future occurrences of any similar failure modes.

Manufacturer narrative:
(B)(4): 02/25/2016 additional information received: was the introducer that broke off in patient extracted? Yes the introducer was removed. What type of procedure was being performed? It was a biopsy. Was the procedure completed as planned? Yes the protocol was completed. Did the patient require additional intervention/treatment as a result of the break? No. What is the patients dob and weight? Patient was approximately (B)(6) and medium weight.

Manufacturer narrative:
(B)(4) upon carefusions evaluation, a follow up emdr will be submitted. (B)(4).

Event description:
Introducer broke in half. It was confirmed that there was patient involvement, half the needle broke off in the customer. No additional information provided.